Event description:
It was reported that during a laparoscopic myomectomy, the tissue pad fell off into the patient. The pad was retrieved with graspers. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 5/1/2009. Information anticipated, but unavailable at this time.